Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02370.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-02641.

Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, procedural factors (valve placement, native leaflet overhang) likely contributed to the severe pulmonary valve insufficiency and subsequent valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
During a pulmonary valve replacement procedure, following the deployment of a 23 mm sapien 3 valve, severe pulmonary valve insufficiency was observed. Echo showed the native leaflet was overhanging and not allowing the sapien 3 leaflet to coapt. A second sapien 3 valve was deployed slightly higher than the first valve to resolve the leaflet overhang.